Event description:
End user reported that her irc1705 aerosol compressor will make a noise when it starts up, but after it runs a little bit the noise will go away. User is not certain if she is getting her medicine, stated that it does appear to be dispersing the medicine. User had to go to the emergency room on easter sunday as she was having difficulty breathing, was admitted and stayed until tuesday (B)(6) 2015. The patient was administered breathing treatments at the hospital with a bi pap machine. End user has copd. Invacare called the end user to follow up on (B)(6) 2015, user is unsure what caused her to have breathing problems but she is better and out of the hospital. Invacare advised that she have the unit checked by her provider to make sure it is working properly.